Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed and found image noise. Based on the results of the investigation, the following let to the malfunction: image noise occurred due to corrosion on the plug unit, and the cable unit (component failure due to stress of repeated use, external factors, or handling). The most probable cause for the malfunction is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had no image during inspection for use. There were no reports of patient involvement.